Manufacturer narrative:
The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, a 980 ventilator screen went blank and went vent inop. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ventilator did not stop delivering breaths to the patient.